Event description:
It was reported that the patient presented to the hospital with non-sustained right ventricular oversensing (nsrvo) alert on (B)(6) 2023. During examination of the lead, it was noted that there was noise on the right ventricular (rv) lead which led to inhibition of cardiac pacing. The physician performed programming changes to the lead. The patient was in stable condition.